Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during a patient use event, the device failed an attempt to shock the patient. The customer changed the pads but the issue remained. There was no reported adverse patient impact.